Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the helix of the right atrial (ra) bent after passing two tight bends with the introducer. The patient was successfully reimplanted with another surefix 5072 lead. No patient complications have been reported as a result of this event. The patient was part of the (B)(4) study.